Event description:
During the sample evaluation, a pin size hole was identified at the cassette which resulted in leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a pin hole at the cassette. A pressure testing was performed and a leak was observed in the cassette. The pull test was also performed (5 pounds as per specification) and no separation was observed. The reported condition was verified; the device did not meet specification. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.